Event description:
Product: mastisol liquid adhesive. Item #: (B)(4). Lot #: unknown. A male pt contacted fli to report an adverse event (itching, redness and blistering) associated with mastisol liquid adhesive. The pt had arthroscopic surgery on his right shoulder on tuesday, (B)(6) 2012. Mastisol liquid adhesive was used at all three incision sites. He developed an itchy, blistery rash with white fluid filled blisters approximately 2-3" in diameter at the incision sites. On tuesday, (B)(6) 2012, he had an appointment with his general practitioner regarding the reaction. The physician prescribed hydroxyzine hcl (antihistamine) and a methylprednisolone dose pack for the reaction. The pt noted his reaction is much better but the area is still red and itchy. No lot number or packaging configuration was provided to fli.